Manufacturer narrative:
Device evaluation summary: it was determined that the direct current (dc) to dc converter printed circuit board (pcb) needed to be replaced. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, while in use on a patient, a 980 ventilator generated an alarm, the ¿screen was off¿, the ¿ventilator was stopped¿ and there was a ¿bunt odor¿. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.

Manufacturer narrative:
Device evaluation summary: the service personnel (sp) checked the ventilator and reported that the direct current (dc)-dc converter printed circuit board (pcb) was replaced to resolve the issue. The ventilator passed all testing per manufacturer specifications and was returned to the customer. The dc-dc converter pcb was returned to medtronic for further analysis. A visual inspection of the returned part was conducted and observed that the capacitor c32 was thermally damaged, with slight smoke damage on the pcb. Further testing revealed that there was a resistance reading of 1.7 ohm (short circuit) across the damaged capacitor c32. The unit was not connected to a test ventilator to avoid further circuit damage. Conclusion: electronic component failure.